Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after one balloon inflation- deflation cycle during use in patient, the balloon of this fogarty catheter was unable to deflate and resistance when inflating it again was noticed, but it was still able to inflate. The catheter was removed after puncturing the balloon through the skin, without skin incision required. The balloon had been tested prior to use without problems. As per opinion of the customer, the problem might be due to debris entering into the catheter body during disconnection and reconnection of syringe. There was no patient injury reported. Patient demographics were not provided.